Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, the wake button issue could not be identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was stuck. Reportedly, the customer attempted to depress the wake button multiple times and reported that pressing the wake button would sometimes work to illuminate the screen. Additionally, an unspecified malfunction occurred. The customer's blood glucose level was 108 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.